Manufacturer narrative:
Pharmacovigilance comment: the serious expected event of vascular occlusion was considered possibly related to the treatments. Serious criteria include the need for multiple medical interventions. The non-serious expected events of pallor, bruising at implant site and unexpected event of livedo reticularis were considered possibly related to the treatments. Potential etiologies include intravascular filler injection leading to vascular occlusion and subsequent manifestations. Potential contributory factors include injection technique and the unspecified gel injected for the concurrent true lift procedure. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-sep-2020 by a physician which refers to a patient of an unknown age and gender. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2020, the patient received treatment with 1 ml restylane kysse and 3 ml restylane lyft to lips, chin and lower face (unknown lot number, injection technique and needle type). The patient also had true lift on the same day. Same day, on (B)(6) 2020, the patient had experienced blanching(implant site pallor) on the chin during the chin treatment. The treatment was stopped and administered hyaluronidase [hyaluronidase]. Another physician was consulted. On (B)(6) 2020, the patient had diagnostic ultrasound to determine the location of occlusion(vascular occlusion), there was bilateral occlusion due to anastomosis of the dominant right central submental artery with the inferior labial artery. The patient had been treated with 10 vials of hyaluronidase over a 4 day period and after ultrasound examination intra arterial hyaluronidase was injected. The area was improving but bruising(implant site bruising) was still evident on the chin and neck with a tiny mottled area(livedo reticularis) of 1 mm x 1 cm. Outcome at the time of the report: bilateral occlusion was recovering/resolving. Blanching was recovering/resolving. Bruising was not recovered/not resolved. Tiny mottled area was not recovered/not resolved.